Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Higher than usual impedance values were noted during a follow-up appointment. The patient will be monitored. Technical support was consulted and indicated the values were abnormal but not out of range. The patient was well.